Manufacturer narrative:
(B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(6). The manufacturing date for the device is 6/26/2014 and the expiration date is 5/3/2017.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to a shunt vessel, it was reported that a saber 5mmx4cm 90cm pta balloon dilatation catheter ruptured at 14 atmospheres during initial dilation. It was removed from the patient and another new saber was used instead. The procedure finished successfully and there was no report of patient injury. The lesion was heavy calcified and moderately tortuous. The rate of stenosis was 99%. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is also unknown. The inflation device used is unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was removed from the patient intact. The product was returned for analysis. One saber 5mmx4cm 90cm catheter was returned. The balloon had been inflated and deflated. No damages were noted in the device. A leak test was performed and the balloon kept nominal pressure of eight atmospheres. A device history review (DHR) of lot 17032885 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst-at/below rbp¿ was not confirmed since the balloon was inflated without any anomalies during analysis testing. The exact cause of the failure could not be determined. Neither the DHR nor the product analysis suggest that the reported issue could be related to the manufacturing process, therefore, no corrective action will be taken.

Manufacturer narrative:
Addendum (11/21/14): additional information indicated that there was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device did prep normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio is also unknown. The inflation device used is unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The balloon was removed from the patient intact.

Event description:
During a percutaneous transluminal angioplasty to a shunt vessel, it was reported that a saber balloon was delivered to and inflated at the lesion. However, it ruptured at 14 atm during initial-dilation. Therefore, it was removed from the patient and another new saber was used instead. The procedure finished successfully and there was no report of patient injury. The lesion had been crossed with a guidewire (chevalier). The lesion was heavy calcified and moderately tortuous. The rate of stenosis was 99%. The product will be returned for analysis.